Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer experienced elevated sodium levels. This event occurred twenty times. The following information was provided by the initial reporter. The customer stated: "customer stated tubes were stored 80-90f for 7 hours/day for 2 weeks and experienced elevated sodium levels."

Manufacturer narrative:
H6. Investigation summary: no customer samples/photos were received for evaluation. Tubes were stored at an incorrect temperature. Bd recommends to store tubes at 39 to 77 degrees fahrenheit (4 to 25 degrees celsius). A review of the device history record could not be performed as the batch number is unknown. This complaint is unable to be confirmed for erroneous results. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer experienced elevated sodium levels. This event occurred twenty times. The following information was provided by the initial reporter. The customer stated: "customer stated tubes were stored 80-90f for 7 hours/day for 2 weeks and experienced elevated sodium levels."